Manufacturer narrative:
Date rec¿d by MFR : 09oct2019. Failure investigation was completed. The power switch overlay was received for evaluation. There were no signs of damage or contamination found. The power switch overlay was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigations revealed no failures of the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
This issue was discovered during periodic maintenance. The light emitting diode (led) power switch had an illumination failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay to address the reported issue.

Event description:
This issue was discovered during periodic maintenance. The light emitting diode (led) power switch had an illumination failure. There was no patient involvement.